Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that high, out of range pacing lead impedance and a high capture threshold were observed. The lead was capped and replaced with no complications.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.